Manufacturer narrative:
The biomedical engineer (bme) reported that they are getting intermittent signal loss and will get a sawtooth signal on all 16 sectors of the central nurse's station (cns). They stated that it will only happen when the monitor techs are printing strips a certain way to the hp printer. There was construction going on as well. They just upgraded equipment bsm-1733a to bsm-1773a bedside monitors and zm-520pa to zm-530pa telemetry transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor(s): model: bsm-1773a. Sn: ni. Telemetry transmitter(s): model: zm-530pa. Sn: ni.

Event description:
The biomedical engineer (bme) reported that they are getting intermittent signal loss and will get a sawtooth signal on all 16 sectors of the central nurse's station (cns). They stated that it will only happen when the monitor techs are printing strips a certain way to the hp printer. There was construction going on as well. They just upgraded equipment bsm-1733a to bsm-1773a bedside monitors and zm-520pa to zm-530pa telemetry transmitters. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting intermittent signal loss, with a sawtooth signal, on all 16 sectors. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was getting intermittent signal loss, with a sawtooth signal, on all 16 sectors. This was only happening when the monitor techs were printing strips a certain way to the hp printer. There was also construction going on. They just upgraded the bsm-1733a to bsm-1773a bedside monitors and zm-520pa to zm-530pa the telemetry transmitters. No patient harm was reported. Investigation summary: the customer called in to report intermittent signal loss with their cns. The customer mentioned that there was construction onsite at the facility which would play a large factor in the alleged signal loss. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Based on the information provided, the root cause is likely related to environmental factors. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Bedside monitors: model: bsm-1773a, sn: ni. Telemetry transmitters: model: zm-530pa, sn: ni.